Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('less pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), back pain ("back pain"), arthralgia ("hip pain") and stress ("stress"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, anxiety, back pain, arthralgia and stress was resolving. The reporter considered anxiety, arthralgia, back pain, pelvic pain and stress to be related to essure. The reporter commented: removal done in mid february. Concerning the injuries reported in this case, the following one/ones were reported via social media: anxiety, back pain, arthralgia, pelvic pain, stress. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.